Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet. Investigation is complete. Visual examination of the returned product identified the device had fractured at one of the measurement grooves of the tip. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that tray looked damaged in shipping as the lid came off and parts were scattered in box. Tray was not used in the case. Upon evaluation instrument appeared to be fractured. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.